Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight: unknown / not provided. Fax number: unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor indicated a fractured implant at tooth site #36. The osseointegration was good 3 months after surgery. The impression was taken for restoration in the secondary stage. After wearing the restoration for half a year, the patient came for re-examination due to the restoration loosening. After examination, the implant neck fracture was found.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: unique device identifier (UDI) and expiration date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: investigation type codes were added: 3331, 4109,4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (63850010) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (63850010) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period ¿ 1 year. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.